Event description:
Reporter alleged customer was found unconscious by a relative who tried to treat her with gel by mouth, however, was not successful so the emergency medical technicians (emts) were called. It was stated the customers' meter read 70 mg/dl compared to the emt reading of 30 mg/dl when testing was performed within ten minutes of each other. Reporter stated customer was taken to the hospital where their device read 18 mg/dl so customer was treated with several ivs. A request was made for the return of the suspect device and replacement product was sent.